Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an object fell on the pump and as a result the touch screen became shattered, unresponsive, and unreadable as there was multi-colored lines running across the pump display screen. The customer's blood glucose was 80 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.